Event description:
It was reported occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose level. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.